Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage, which led to medication accumulating subcutaneously. The leakage occurred under the abdomen. Due to the leakage, the patient experienced pooling and cellulitis on the abdomen. The patient is currently on oral antibiotics. No further information available.